Manufacturer narrative:
The customer's reported complaint that the thermogard xp ivtm system (sn (B)(6)) gives non-stop alarm was confirmed based on the event log review and during functional testing. According to the archive, the console displayed tcmid:05 (coolant diff failure), tcmid:06 (ce post failure), and tcmid: 08 (coolant temperature low) error messages. The root cause for error messages was the defective lm34 a/b temperature sensor. The event log review indicated tcmid:05 (coolant diff failure), tcmid:06 (ce post failure), and tcmid: 08 (coolant temperature low) error messages, confirming the reported complaint. The thermogard xp ivtm system passed initial functional testing. However, when the temperature log was inspected, a peak of the delta between a/b was observed, indicating that the temperature sensor was malfunctioning, related to the complaint. The lm34 a/b temperature sensor was replaced to remedy the reported complaint. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6)) gives non-stop alarm even when console is fully filled up with propylene glycol. The error message is unknown. The error cannot be rectified, and restart was also not possible. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.